Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain near her scs ipg site. The patient stated the pain was present with the stimulation on or off. Follow-up identified the patient underwent surgical intervention to revise her scs ipg. The patient's ipg was replaced with a new one on (B)(6) 2014.